Manufacturer narrative:
Product complaint #: (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? A manufacturing record evaluation was performed for the device lot s25050047, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2025 and suture was used. When the surgery was coming to an end, the doctor used suture to suture the muscular layer intermittently. However, the problem of suture pulling off of the needle suddenly happened while pulling the suture, and the suture was replaced to re suture the muscle layer. No patient consequences were reported. Additional information was requested.